Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. On (B)(6) 2018, the patient presented remotely via merlin.net and no further noise issues were noted. No device intervention was performed due to the patient having unrelated health issues. There were no patient symptoms as a result of the noise.